Manufacturer narrative:
Date sent: 10/31/2007. Evaluation summary: the analysis results found that the atb45 device was received with the firing mechanism damaged and with no cartridge present on the device. No functional test was performed and the device was disassembled to verify the condition of the internal components and it was noted that the short rack was missing not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the short rack was missing from the device, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap appendectomy procedure, when used for initial fire, the device would not fire. They loaded a new reload and it fired properly. There was no patient consequence.